Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned. The distal needle was no longer curved. T1 was no longer in the deployment channel. T2 was in the t2 position within the deployment channel. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip always resets to the t1 position and doesn't settle behind t2. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during meniscus all in side repair procedure, while deploying the fast fix 360 t1 and t2 anchors came out. Both ts were successfully removed. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.